Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed pocket and unable to dispense medications. A field service engineer reseated rowboard,bus cables and pocket in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a failed pocket and unable to dispense medications. The customer confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.